Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The consumer reported ten (10) false negative results with the binaxnow covid-19 antigen self-test performed for past 10 days. This MFR. Report addresses result ten (10) of the ten (10) and lot number 211607 (total quantity 1). The consumer reported a false negative result with binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a direct tested nasal kitted swab. Confirmation testing was performed on (B)(6) 2022 using other brand kit (brand name unknown) generated positive result. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 211607 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 211607 and test device 195-430wl / lot 207665. Quality control release testing met specifications and there were no false negative results observed. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot 211607 showed that the complaint rate is(B)(4).. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use, device discarded.

Event description:
The consumer reported ten (10) false negative results with the binaxnow covid-19 antigen self-test performed for past 10 days. This MFR. Report addresses result ten (10) of the ten (10) and lot number 211607 (total quantity 1). The consumer reported a false negative result with binaxnow covid-19 antigen self-test performed on (B)(6)2022 on a direct tested nasal kitted swab. Confirmation testing was performed on (B)(6)2022 using other brand kit (brand name unknown) generated positive result. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in the patient's treatment.